Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/18/2021. H.6. Investigation: bd received 37 samples for investigation. The samples were evaluated and upon completion, the indicated failure mode for poor barrier separation was not observed. 4 returned tubes drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1862 rcf for 10 minutes, using an mse mistral 1000 centrifuge. All 4 tubes were found to have good separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint was unable to be confirmed for poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes there was poor barrier separation of sample. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "there is poor barrier separation. The small middle cap in theory should be placed in between the plasma and the globules but does not descend properly and is not being placed where it should."

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes there was poor barrier separation of sample. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "there is poor barrier separation. The small middle cap in theory should be placed in between the plasma and the globules but does not descend properly and is not being placed where it should."